Event description:
It was reported that impedance testing found an open circuit involving the patient¿s lead. It was further reported that lead ¿breakage¿ had occurred. The lead was replaced as a result of the event. There was ¿no¿ patient injury or death and the patient ¿recovered without sequelae.¿ a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant product: product ID 3877-45, lot # unknown, implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type lead. (B)(4).

Manufacturer narrative:
Device evaluation: analysis of the lead found ¿five unknown conductors were broken 12.8 cm and 42.2 cm from the distal end.¿

Manufacturer narrative:
(B)(4).